Manufacturer narrative:
The device was returned with a puncture in the soft cannula. Damage to the fluid path will reduce the ability of the device to deliver insulin. The components were inspected for causes of bleeding and bruising and no damage was found other than the damage to the soft cannula. This damage may have caused irritation near the insertion site. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 328 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen). There was a recent setting change made to the patient¿s temp basal increase during work hours. As treatment, patient bolus, exercise and drank water. There was blood about the size of a pea and red spot at infusion site about the size of a piece of rice.